Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. There is no patient harm or serious injury associated with this notification. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on december 27, 2023, and section h11 should be reported as: this device is within the scope of the recall and recall number has been updated. The manufacturer received information alleging an issue related to a dreamstation auto bipap devices. The patient previously has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. In box d: model number and catalog item identifier has been updated in this report box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.